Manufacturer narrative:
Results: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
A complete se peripheral self-expanding stent was implanted in the sfa of the left leg in treatment of a dissection caused by a non-medtronic balloon. Target vessel occlusion was reported to have occurred approximately 1 month following the index procedure. Approximately 2 months post index procedure left foot neuropathy occurred, followed by a reported worsening claudication of the left lower extremity a month later and occlusion of the left sfa/popliteal arteries. This was treated with an atherectomy and pta of the left popliteal using a non-medtronic balloon. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.